Event description:
Boston scientific received information that during a recent clinical follow-up, the battery status of this device exhibited end of life (eol). Furthermore, it was reported that during the previous clinical follow-up approximately 13 weeks prior, the device showed a remaining battery life of 0.5 years. The patient was reported as non-pacer dependent and had been scheduled for a product replacement. The physician alleged this device failed to meet the labeling indicator of 3 months from ert to eol. No adverse patient effects were reported and the device was noted as having an implanted service life of approximately 5.5 years. Subsequently, it was reported the device had since been explanted and is intended to be returned for a post market longevity evaluation. Another boston scientific device was successfully implanted in the absence of adverse patient effects.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.